Manufacturer narrative:
Batch review performed on 04-jul-2022. Lot 144606: (B)(4) items manufactured and released on 06-oct-2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review.

Event description:
At about 4 years and 2 months after the primary surgery, the patient came in reporting instability and the cause is unknown (the knee was unstable/loose. The 17 mm insert was changed to a 14mm insert plus 10mm augments). The surgeon revised the insert, tibia and added tibial augments. The surgery was completed successfully.